Manufacturer narrative:
(B)(46). Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "the clips were not formatted properly"? See attached picture. Did device fire malformed clips? - yes. Did device fire scissored clips? - no. You stated that the jaws of the device "could not close properly". Were the device jaws damaged? If yes, were the jaws misaligned? - no. A photo was received and based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. Unfortunately the photos do not provide enough evidence to determine root cause. Potential batch numbers: batch: m93f9v: mfg date: 12/3/2015; batch: m93f3d: mfg date: 12/2/2015; batch: m93e08: mfg date: 11/27/2015; batch: m93998: mfg date: 11/18/2015. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4), date sent: 6/22/2016, batch # unk. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the statement you made regarding "the clips were not formatted properly"? Did device fire malformed clips? Did device fire scissored clips? You stated that the jaws of the device "could not close properly." Were the device jaws damaged? If yes, were the jaws misaligned?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not properly formatted and the jaws of the device could not close properly. In order to complete the operation, the surgeon used another device. Patient is stable. There were no adverse consequences for the patient reported. One device was discarded.